Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to endure no damage has occurred.¿ a review of the provided photograph shows a split in the tubing material starting at the distal tip of the device and continuing upward toward the proximal end. If the patient had a calcified and/or tortuous anatomy, this could have contributed to damaging the device. It is also possible that the observed damage to the sheath could have been attributed to another device used in conjunction with the sheath. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that after completion of a transcatheter aortic valve implantation (tavi), when the introducer was removed, it was noted there was a crack in the device. No other information was available at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after completion of a transcatheter aortic valve implantation (tavi), when the introducer was removed, it was noted there was a crack in the device. No other information was available at the time of this report.